Event description:
We have received a product report involving a (B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that, prior to use, the generator's handpiece wires had sparked up and wires fell off. It was not the generator that sparked, just the handpiece. A non-(B)(6) cable was used along with the handpiece. There was no patient involvement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).